Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The device was not returned

Event description:
It was reported that the patient experienced discomfort. However, the actual issue was unknown. No medical intervention. Per follow-up information received on 30aug2022, foley catheter was being discontinued and nurse deflated the bladder as per process with syringe. It appeared that the user could not aspirate any more volume of air and water, continued to pull the catheter out of patient and observed that the bladder was still inflated. Further attempts to deflate balloon were unsuccessful. It was noted that there was no bleeding or pain reported by the patient.

Event description:
It was reported that the patient experienced discomfort. However, the actual issue was unknown. No medical intervention. Per follow-up information received on 30aug2022, foley catheter was being discontinued and nurse deflated the bladder as per process with syringe. It appeared that the user could not aspirate any more volume of air and water, continued to pull the catheter out of patient and observed that the bladder was still inflated. Further attempts to deflate balloon were unsuccessful. It was noted that there was no bleeding or pain reported by the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.